Event description:
Healthcare provider reported "right breast confirmed rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as fold flaw opening. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported "right breast confirmed rupture". Healthcare provider also noted "damage caused by explant surgery that "only part of implant being returned due to being in laps, etc" the device has been explanted.

Event description:
Healthcare provider reported "right breast confirmed rupture". Healthcare provider also noted "damage caused by explant surgery that "only part of implant being returned due to being in laps, etc" the device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/01/2024.